Event description:
It was reported that (1) device was used during a laparoscopic colon "(apra)". It was reported by the affiliate that the resection off the decendens colon was perfect (nothing special during placing, firing the tsb45 device). The resection was completed with one (original) cartridge. After the "apra" time the surgeon had to make a colostomy and took the resected colon in his babcock (a little bit away off the staple line). The feces came out of the colon on one place in the staple line. The cartridge was checked and they could see that some of the drivers did not come out (just on the place of the leakage). It is unknown at this time if there are any add'l pt consequences.